Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet. Surgery to place the magnet into proper position has been completed on (B)(6) 2013.